Manufacturer narrative:
Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplement.

Event description:
Surgeon has informed to our sales rep that an axos plate was broken after some time to be operated.